Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, printer circuit board, image processor, central processing unit, smart power switch, and hard drive were all replaced. The software was reloaded and the camera tested. The system operates as intended.

Event description:
The customer reported the 9800 system displayed black images. No pt injury was reported.